Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and one shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) reviewed and confirmed arrhythmia was detected in a zone where therapy was not programmed. Ts reviewed the report with the clinician. This ICD remains in service. No adverse patient effects were reported.